Manufacturer narrative:
Follow-up #1: date of submission: 01/30/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/03/2017 with the following findings: the pump's black box showed evidence of excessive battery usage on (B)(6) 2016. There was evidence of moisture behind the display lens. The pump powered on with the returned battery cap to a dim discolored display. The battery cap was able to fully tighten. The battery compartment was cracked. The idle and sleep current draws were not within specifications. A leak test showed a leak at a crack in the pump casing. There was evidence of moisture contamination inside the pump on the transceiver /cgm board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - moisture ingress) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.